Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their bottom aligners are cutting into their gums. Patient gums appear ischemic from tight fit. Patient tried warm water trick and the discomfort is still severe.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.